Event description:
The customer reported that the bedside monitor failed to alarm for an spo2 desaturation condition. No patient harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that the bedside monitor failed to alarm for an spo2 desaturation condition. No patient harm was reported. Patient harm/injury is possible as the user would be unaware of a changed in the patient's status due to a failed patient alarm. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.